Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that there was vertical gas breakthrough (vgb) during surgery on left eye of one patient. The surgeon was unable to lift flap due to vgb and therefore aborted treatment on the patient's left eye. No injuries occurred. Patient was re-schedule for a surface treatment later that week and it was completed on (B)(6) with no complications and/or problems reported. The programmed intralase flap depth was 100 microns with a 9.2mm diameter. The patients right eye was treated successfully. Applanation cone was not saved for return. Surgeon reported that he successfully treated more patients with intralase after this event on (B)(6). The surgeon did not note anything untoward with all other patient treatments with intralase on the day.